Manufacturer narrative:
Concomitant products: product ID 3389, serial # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported that the patient, implanted with this implantable neuro stimulator (ins), fell and slammed his skull in the nuchal-occipital. The xray shows an anomaly on the connection between lead and extension on the right. Lead/extension issue, break/fracture connector was noted the impedance was > 4000 ohm on couple 3-0. It was confirmed that the patient received proper therapy before the fall. Revision was planned after summer.